Event description:
It was reported that there were high thresholds, low impedance, and intermittent capture noted through manipulation of the lead. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388tc competitor lead, implanted: (B)(6) 2006. (B)(4).